Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Possible lot number: 13716531 MFR date 7/1/2023 exp date 7/1/2028

Event description:
The event occurred on an unspecified date and involved a 3-way high flow stopcock w/rotating luer. It was reported that a patient was receiving continuous intravenous medications connected with a 3-way high flow stopcock rotating luer, upon patient assessment, blood and medication were found in a pool in the patient¿s bed. The stopcock as mentioned above, had a hole in the plastic, allowing for medication to escape the closed intravenous (IV) medication administration system. While this occurred, a significant amount of blood backed out of the IV catheter and came out of the stopcock. The patient was receiving extracorporeal membrane oxygenation (ECMO) therapy and was not getting the sedative, as a result patient woke up, posing harm to the patient. The patient received extra boluses of sedation. The patient was not receiving lifesaving medications or prescribed necessary IV medications. There is also a large risk associated with the amount of blood loss the patient had. There was patient involvement and unknown patient harm reported.

Event description:
Additional information received from the customer on march 7, 2024. Medsun medwatch mandatory report uf/importer report # (B)(4) on 7-mar-2024. It was stated in the adverse event or product problem section that it is a product problem (e.g., defects/malfunctions), the event occurred on 8-dec-2024, and the date of the report was december-2023 as an initial report on a product problem. Moreover, the suspected medical device is a 3-way high flow stopcock w/rotating luer with lot number 13732225. The location where the event occurred was in critical care and the approximate age of the device is 1 day. Other therapies used on the patient at the time of the event that may have caused or contributed to the event were propofol, dilaudid and insulin.

Manufacturer narrative:
No product samples were returned for investigation; however, a video was returned showing a b4020 stopcock assembly with microclave connectors attached at the two female ports. The was leakage confirmed at the female luer thru port of the stopcock that is typical of a crack in the female luer of the stopcock. Without return of the affected assembly a comprehensive investigation cannot be conducted and a probable cause of the crack that led to a leak cannot be determined. Updated information in d9.